Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that sensor wire was missing. Blood glucose was unknown. Customer was declined to troubleshooting at that time. Advised the product will need to be replaced. The product will not be returned for analysis.